Event description:
The reporter states that during testing the pump would intermittently power down during and reboot to the start up screen without alarm. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.